Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a myomectomy procedure, the device's active blade broke during dissection on a patient. It happened at the end part of the procedure. The broken piece fell into the patient's cavity but was retrieved. X-ray was not necessary. Red light had flushed previously. The device did not come into contact with any metallic instrument or object. There was no patient injury.